Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was potential oversensing observed on tachycardia episodes, and potential undersensing observed on some pause episodes. The implantable cardiac monitor remains in use. No patient complications have been reported as a result of this event.